Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique, described as patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on (B)(6) 2011. The patient began remedial treatment on (B)(6) 2011 with continuing daily ip injections of reflin 1gm and fortum 1gm. The root cause of the peritonitis was a break in aseptic technique, described as patient made a mistake. At the time of this report, the patient remained hospitalized and the event of peritonitis was resolving. Outcome for the event of break in aseptic technique was not reported. Dianeal remained ongoing. The nurse believed the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy, however did not provide an opinion of causality for the event of break in aseptic technique.